Event description:
Report received of a non-delivery of IV fluids. The pt was receiving plain hydration fluids. The customer could not recall the rate of the infusion. It was reported that when the hyperbaric chamber was pressurized, the fluid was backing up in the IV tubing. There was no pump alarm reported. The infusion was stopped while the pt was in the hyperbaric chamber. There was no reported adverse pt event. The pt's IV access remained pt.